Event description:
It was reported that no power event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received in with cosmetic damages on the enclosure and cracked reservoir tank cover, worn line cord. Device had hl-390 block assembly. Old style components including the printed circuit board and drain fitting. Customer?s reported issue was duplicated. Device did not power on. The root cause of the reported issue was determined to have been caused by defective printed circuit board due to normal wear. Actions taken to mitigate the reported issue: replaced printed circuit board. A corrective and preventative action has been opened to address the reported issue. UDI information is unknown.